Event description:
The company was informed that the recipient elected to undergo revision surgery due to experiencing pain and tinnitus as a non user. The recipient's device was explanted. The recipient will not be reimplanted. The recipient's pain has reportedly resolved and tinnitus has improved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed. Tool damage was also observed at the epoxy header. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.